Event description:
A report was received that the ipg and leads will be removed due to painful hardware and the spinal cord stimulator was non-functioning.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. It was also reported that the ipg and leads will be removed due to painful hardware and the spinal cord stimulator was non-functioning.

Event description:
A report was received that the ipg and leads will be removed due to painful hardware and the spinal cord stimulator was non-functioning.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient¿s limb was amputated and thus the patient had no more pain and no longer needed the stimulator. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.